Event description:
Reported via clinical study it was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 31mm watchman flx pro laa closure device & delivery system (wds) was implanted on (B)(6) 2025. The patient was discharged. The patient went to walk in the clinic on (B)(6) 2025 for lightheadedness, dizziness, elevated heart rate, right shoulder pain and nausea. An electrocardiogram (EKG) was performed, and rate was 90, sinus, qrs prolonged, left bundle branch block (bbb), no st-elevation myocardial infarction (stemi). The patient stated was recently seen at lakewood ranch medical center and was told that has a small pericardial effusion. The patient was seen at emergency cardiac care, the patient was hypotensive, the electrocardiogram was normal, rate was 85, left bbb, EKG unchanged from prior on (B)(6) 2025. The patient started on intravenous (IV) fluids. The troponin was negative, the hemoglobin was 11. The patient was admitted inpatient. A transthoracic echocardiogram (tte) was performed on (B)(6) 2025 and imaging showed a small to moderate pericardial effusion with tamponade physiology. The patient stopped anticoagulation medication (eliquis) on (B)(6) 2025, a repeat tte was ordered on (B)(6) 2025 the results are pending, and laboratory was ordered for (B)(6) 2025. The patient was discharged on (B)(6) 2025.

Event description:
Reported via clinical study it was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 31mm watchman flx pro laa closure device & delivery system (wds) was implanted on (B)(6) 2025. The patient was discharged. The patient went to walk in the clinic on (B)(6) 2025 for lightheadedness, dizziness, elevated heart rate, right shoulder pain and nausea. An electrocardiogram (EKG) was performed, and rate was 90, sinus, qrs prolonged, left bundle branch block (bbb), no st-elevation myocardial infarction (stemi). The patient stated was recently seen at (B)(6) medical center and was told that has a small pericardial effusion. The patient was seen at emergency cardiac care, the patient was hypotensive, the electrocardiogram was normal, rate was 85, left bbb, EKG unchanged from prior on (B)(6) 2025. The patient started on intravenous (IV) fluids. The troponin was negative, the hemoglobin was 11. The patient was admitted inpatient. A transthoracic echocardiogram (tte) was performed on (B)(6) 2025 and imaging showed a small to moderate pericardial effusion with tamponade physiology. The patient stopped anticoagulation medication (eliquis) on (B)(6) 2025, a repeat tte was ordered on (B)(6) 2025 the results are pending, and laboratory was ordered for (B)(6) 2025. The patient was discharged on (B)(6) 2025. It was further reported that patient started on an oral iron supplement for mild iron deficiency anemia.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received b7: other relevant history: updated with additional information received h6: patient code added

Manufacturer narrative:
H6: patient code e0620 pericarditis removed.

Event description:
Reported via clinical study. It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 31mm watchman flx pro laa closure device & delivery system (wds) was implanted on (B)(6) 2025. The patient was discharged. The patient went to walk in the clinic on (B)(6) 2025 for lightheadedness, dizziness, elevated heart rate, right shoulder pain and nausea. An electrocardiogram (EKG) was performed, and rate was 90, sinus, qrs prolonged, left bundle branch block (bbb), no st-elevation myocardial infarction (stemi). The patient stated was recently seen at (B)(6) and was told that has a small pericardial effusion. The patient was seen at (B)(6), the patient was hypotensive, the electrocardiogram was normal, rate was 85, left bbb, EKG unchanged from prior on (B)(6) 2025. The patient started on intravenous (IV) fluids. The troponin was negative; the hemoglobin was 11. The patient was admitted inpatient. A transthoracic echocardiogram (tte) was performed on (B)(6) 2025 and imaging showed a small to moderate pericardial effusion with tamponade physiology. The patient stopped anticoagulation medication (eliquis) on (B)(6) 2025, a repeat tte was ordered on (B)(6)2025 the results are pending, and laboratory was ordered for (B)(6) 2025. The patient was discharged on (B)(6) 2025. It was further reported that patient started on an oral iron supplement for mild iron deficiency anemia.